Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer did not remove residual air from cartridge. Customer will continue to use current cartridge and follow up if necessary. There was no adverse impact to the customer¿s blood glucose level.